Event description:
This report is being filed after subsequent review of the following journal article el-sayed, a., said, h.g.z., abdel-aal, a., and farouk, o. (2001). Locked plate fixation for femoral shaft fractures. International orthopaedics. 25: 214-218. The study involved 15 consecutive patients with diaphyseal fractures of the femur. All patients were male with a mean age of 31 years (range, 14¿51 years). A standard synthes dynamic compression plate (dcp) was used to treat the fractures. The mean follow-up of the 13 patients who were available was 5 months (range, 3¿10 months). Two patients, who had moved, were lost to follow-up. Union was obtained in all 13 patients at a mean time of 8 weeks (range, 6¿12 weeks). Two patients, a (B)(6) (patient number 9) and a (B)(6) (patient number 15), with persistent limitation of movement of the knee remained under a supervised rehabilitation programme. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4). This medwatch pertains to patient number 9 with persistent limitation of movement of the knee who remained under a supervised rehabilitation programme.

Manufacturer narrative:
El-sayed, a., said, h.g.z., abdel-aal, a., and farouk, o. (2001). Locked plate fixation for femoral shaft fractures. International orthopaedics. 25: 214-218. This report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.